Manufacturer narrative:
The failure investigation has been completed and the alleged battery not charging issue was verified while the alleged battery depletion issue was verified in the pump logs; however, no failure was identified.

Event description:
It was reported that the pump battery was depleting quickly and the pump battery could not be charged. The customer¿s blood glucose (bg) was 554 mg/dl. A correction bolus via the pump was delivered to address bg. Multiple attempts were made by tandem technical support to follow-up with the customer on the reported issue, but no response was received.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.